Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on anterior side assessed as fold flaw opening.

Event description:
Physician reported a rupture diagnosed via ultrasound. This relates to the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
(B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a rupture. This relates to the right side. Device has been explanted and replaced with another manufacturer's device.